Manufacturer narrative:
The reported events of wound dehiscence, extrusion and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, wound dehiscence, device handling problem, extrusion and infection.

Event description:
Patient representative reported "expiration date and no longer suitable for implantation" "breast implant leaked, the wound dehisced, and the left breast implant herniated through the dehiscence" and infection. This record is for the left side. The device status unknown.